Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set with needleless y-site(s), stopcock(s) and manifold was separated the following information was received by the initial reporter with the following verbatim: we have had multiple patients come through surgery and their IV tubing becomes disconnected at the stopcock. Today, we received a patient in pacu after surgery and the clave closest to the patient was backwards. It was forcing the medications to be flushed towards the bag instead of the patient. Catalog#: mx4436.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of stopcock connection issues - not tightened out of the packaging - could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mx4436 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.